Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture.

Event description:
Healthcare professional reported left side "pain with hardening of the left breast, performed us and MRI showing rupture of the left implant with liquid and debris collections in the medial and inferior border." Device has been explanted.

Event description:
Healthcare professional reported left side "pain with hardening of the left breast, performed us and MRI showing rupture of the left implant with liquid and debris collections in the medial and inferior border." Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: pain: unable to observe as it is a medical event that is not related to the device. Visibility/palpability: unable to observe as it is a medical event that is not related to the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.